Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that hand w/quick-coupl was received in an assembled condition, and the prongs were deformed, with dents noted on the edges. The inner surface of the shaft exhibited scratches, likely caused during attempts to assemble the devices. Deformed: the observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Scratches: this type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection for the hand w/quick-coupl was not performed due to post manufacturing damage. A functional test was mot performed as the matng devices were not received to assed the interaction of them. However; it is not unreasonable based on information provided and the observed condition of the returned device that a functionality issue may occur during the procedure. The overall complaint was confirmed as the observed condition of the hand w/quick-coupl would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 03.010.500, lot number: 13045p8 (wo#: (B)(4), product code: n/a, date of manufacture: 10-apr-2024, manufacturing location: tuttlingen, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that hand w/quick-coupl was unable to mount the retrograde femoral nail after sterilization check. Testing with another tissue protection sleeve also failed to mount in the defective handle. There was no patient involvement or consequence reported.